Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018 there was a breakage of connecting screw for insertion of dynamic hip screw (dhs) blade intraoperatively. During surgical treatment of a medial femoral neck fracture with a dhs blade, the dhs blade insertion screw broke off directly at the junction of the femoral neck blade during the pre-stroke. The guidewire remained correctly in situ. Removal of the femoral neck blade was not possible since the extraction instrumentation could not be screwed on due to the portion remaining in the femoral neck blade. It was decided to set up the dhs plate and continue the operation. Placing the impactor for the dhs blade on the femoral neck blade allowed the dhs plate to slide over the femoral neck blade; which was difficult. Subsequently, the fixation of the dhs plate was performed on the lateral femur. The locking of the dhs blade with the newton-meter stardrive screwdriver could not be done because the lateral femoral neck screw was blocked by the broken locking instrument. A fragment of the connecting screw remained in the patient. It is unknown if there was any surgical delay. Patient and procedure outcome was unknown. Concomitant devices: dhs blade (part/lot unknown, quantity 1); guidewire (part/lot unknown, quantity 1); dhs plate (part/lot unknown, quantity 1); dhs impactor (part/lot unknown, quantity 1); stardrive screwdriver (part/lot unknown, quantity 1). This report is for a connecting screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot , part: 03.224.007, lot: 9290024, manufacturing site: bettlach, release to warehouse date: 30. Jan. 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: the received connecting screw shows that the threaded tip section is completely broken off. The broken piece was not returned. Dimensional inspection: because of the damage and the missing broken part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the component is not lot tracked. The review has shown that the correct material was used. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information and without any further details it is unfortunately not possible to determine the exact cause of the tip broke off. We can only assume that an unforeseen high mechanical force led into a material fatigue which finally caused the broken tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.